Manufacturer narrative:
All the buttons functioned properly and no moisture damage inside reservoir compartment, keypad traces, electronic assembly or motor noted. The unit passed self test and no vibrator anomaly noted. The unit had cracked case at display window corner, battery tube threads and reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had fluid in the reservoir compartment, was dropped, and vibrated too loudly. Standard troubleshooting was performed. The customer's blood glucose level was 153 mg/dl. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.